Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7xs handle broke at the black part. It was still held together by the wires but the handle plastic was broken. A new kit was opened to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the scissors shaft was detached at the hub. There was no evidence of blood on the device. Based upon the visual observations and the functional test, the reported complaint was confirmed on (B)(6) 2010. Internal file number - (B)(4).